Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2019. The customer's blood glucose value was 326 mg/dl. Customer alleged pump was under delivering. Customer reported insulin exited at the quick release. The devices will not be returned for analysis. Frn-unk-rsvr, ozo-unk-snsr, unomed inf set.